Event description:
Caller reported that the t:slim x2 pump battery would not charge and the screen remained dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support instructed troubleshooting steps including using a different non-tandem wall adapter, which resolved the charging issue. Caller was informed about using third-party charging supplies only for troubleshooting purposes. Technical support arranged for a replacement tandem wall adapter to be sent via two-day shipping and educated the caller on necessary pump data procedures following a shutdown.